Event description:
Loose total knee replacement. The tibial component of the prosthesis was loose. The femoral component was quite satisfactory. There was complete dislocation of the polycomponent. This was removed in toto. This showed a medial plateau of the metal-backed prosthesis to be fractured. Therefore, the tibial component was removed in toto. The metal-backing for the polycomponent was completely broken in half causing dislocation of the polycomponent.